Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely reviewed the instrument data and ran service methods on server 2, which passed. The ccc specialist primed all pumps and reset the instrument, resulting satisfactory. The ccc specialist did a manual inspection for service method testing which indicated reagent probe 4 (r4) overmix test was out of specification. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran service method tests. Reagent 4 arm failed bottom of cuvette test (aln) however, no visual defects was found. The cse replaced reagent arm 4 horizontal and vertical belts, cleaned and lubricated the rails. The cse reran server 2 service methods, performed alignment, and r4 testing, which passed. The cse completed bottom of cuvette alignment in diagnostic mode. The cse reran r3, r4 mix/overmix test, which passed. The cse ran other tests and all resulted satisfactory. The cse ran precisions, resulting within specification. The cause of the discordant, falsely depressed calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial ca result was flagged with "bar" (below assay range) error and was reported to the physician(s) as <5 mg/dl, and the physician questioned the result. The sample was repeated on the same dimension vista instrument, resulting higher and as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.